Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown h6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system the needle would not separate from the catheter. The following was recieved by the initial reporter: verbatim: the steel needle of the indwelling needle cannot be separated from the hose, and the indwelling needle cannot be used normally.